Event description:
It was reported that a pump indicated a primary audible alarm background test failure. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. The device was received for evaluation. Visual and functional tests were performed. The device was in good condition with no appearance of any physical damage. The reported problem was unable to be duplicated during occlusion test. The root cause could not be determined; the pump was operated as intended, no problem was found on pump. The speaker was replaced as preventive measure; performed occlusion test and all functional testing which passed. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).